Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 2. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and transfer set. They cycled power off and on to se 2367. They cycled power off and on to press go to start prompt. The tsr explained the alarms and the hp stated she both disconnected in dwell and forgot to close a spare supply line clamp causing a se 2240 in dwell 2. The tsr explained to discard all the supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish that nights therapy manually and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error "pen clamp and use error" patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.